Manufacturer narrative:
Terumo reference number: (B)(4).

Event description:
According to the available information, the patient had bilateral urolithiasis and was scheduled for percutaneous therapy. The puncture on the first side was not optimal, so the guidewire and needle were removed and a second puncture was performed. The operation was then successfully continued. Four weeks after the procedure, the patient was seen for stone removal on the opposite side. On a control x-ray, a contrasting structure was observed on the previously treated side. During ureterorenoscopy, the structure could not be detected. The physician suspected that part of the hydrophilic coating was left behind in the area of the parenchyma during retraction of the guidewire.